Event description:
It was reported that a malfunction occurred on the pump, indicated by a malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer continued using the pump for insulin therapy.